Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician evaluated the device and replaced the analog board. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the ltv1150 experienced a ap max at zero pressure. There was no information regarding patient involvement.